Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/08/2014 with the following findings: the battery compartment is cracked at the bumper grip down to the case seal, returned battery and cartridge caps are undamaged and they were used to complete investigation. The keypad rubber is undamaged, ¿down¿ button responds intermittently, all other buttons respond properly to presses, the keypad was removed, contamination was found under ¿contrast¿ and ¿down¿ key¿s contacts. Unrelated to the complaint, the display contrast is dim and reddish.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.